Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient became bradycardic. The right ventricular (rv) lead sensing was noted to be low from implant. The lead was explanted and replaced at time of device upgrade to a dual chamber implantable cardioverter defibrillator (ICD). The physician did not think there was a problem with the lead. No further patient complications have been reported as a result of this event.